Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that the device received an alarm for patient side occlusion. After performing an analog sensors test, it was observed the bottom sensor is bad. The tech recommended replacing the patient side pressure sensor. There was no patient involvement.

Event description:
It was reported that the device received an alarm for patient side occlusion. After performing an analog sensors test, it was observed the bottom sensor is bad. The tech recommended replacing the patient side pressure sensor. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
The affected devices have not been received. Technical support performed an evaluation and recommended to replace the patient side pressure sensor. Based on the findings, the allegation was confirmed. A follow up report will be submitted once the investigation results including device history review is completed. Tech support conducted troubleshooting over the phone.

Event description:
It was reported that the device received an alarm for patient side occlusion. After performing an analog sensors test, it was observed the bottom sensor is bad. The tech recommended replacing the patient side pressure sensor. There was no patient involvement.